Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead was capped and replaced due to a capture issue. The lead was capped and replaced. The patient was asymptomatic and stable before, during, and after the procedure.